Event description:
Customer reported that a male was under going an implantation of a dialysis catheter, when the physician stepped on the fluoro pedal, it did not come on. He reported that a portable c-arm/table was brought into the procedure room and the pt was transferred on to it without any complications and the procedure was completed.

Manufacturer narrative:
Field service engineer (fse) troubleshot system to a failed image intensifier low voltage power supply which was replaced. Further troubleshooting revealed a bad high voltage power supply which may have been damaged when the ii low voltage power supply went out. Fse replaced high voltage power supply. Then, unrelated to the non fluoro issue, the fse also repaired the power cable, adjusted video, and aligned collimator. On completion, the system tested good in accordance with system service manual and was returned to service.